Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specification, a crease fold, deformation, stress marks and white particles. Cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Catalog number: n-ssm295, serial number: (B)(4), lot number: 3231407.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.

Event description:
The device has been explanted.